Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support (tts); however, the customer was unable to complete the check at the time of report. Reportedly, the customer was using cold insulin. Tandem technical support informed the customer that using cold insulin is off label per the tandem user guide. Tts performed multiple attempts to gather additional information and no response was received. Customer¿s blood glucose level was 260 mg/dl.